Event description:
The physician was treating a lesion in the proximal lad. The lesion was pre-dilated twice at 16 atms. As the physician was advancing the endeavor sprint rapid exchange (rx) drug-eluting stent to the proximal lad it dislodged in the left main. The physician then used a balloon to inflate the dislodged stent and it was deployed in the left main. The lesion exhibited 90% stenosis with no calcification and was non-tortuous. There was no pt injury and no clinical sequelae were reported.

Manufacturer narrative:
Eval: results: (limited info available), (stent dislodgement), (device available for eval).